Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the programming history for the pt's generator available to the MFR, it was found that a sys diagnostics test had been interrupted previously that resulted in an unintended change in the pt's settings. The unintended settings were corrected at the pt's next visit. No adverse events have been reported as a result of the change in settings.